Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for routine follow up. Upon device interrogation, the right ventricular and right atrial lead both exhibited failure to capture. Chest x-ray was performed revealing that the leads were in position with very minimal slack. It was believed that the failure to capture was due to the minimal slack. The patient was brought into procedure and the leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.